Manufacturer narrative:
The device was not returned for evaluation, so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed.

Event description:
It was reported that a patient underwent a revision surgery to remove an implant after a patient reported worsened postoperative neck pain. The implant was removed and replaced with acdf hardware to complete the case. No further patient information was provided.